Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/16/2014 with the following findings: the audio bolus button was missing from the pump. The black box history revealed an unexplained pump reboot on (B)(4)2014 at 19:30 and delivery never resumed. The was no activity in the alarm history related to the complaint. The total daily doses added up correctly and reflected the users programmed basal rate. The pump passed a delivery accuracy test and was found to be operating within required specifications.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/16/2014 with the following findings: evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The pump cover was removed and there was internal moisture observed in the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the patient experienced a blood glucose (bg) greater than 600 mg/dl with no symptoms related to an alleged keypad and time/date reset issue. It was reported that the keypad was missing/peeling and all of the buttons on the keypad and the audio bolus button were under responsive. It was also reported that the contrast button was under responsive. Customer technical support (cts) reviewed the time/date reset issue with the patient and determined that the pump would not retain the user programmed date and time settings upon removal of the primary battery and when a new battery was inserted, the pump displays the default date and time settings. In order to proceed, the user must manually confirm, or reset, the time and date. It is likely that the user had inadvertently entered an incorrect time/date or confirmed the default settings. Reportedly, the patient received 15 units of insulin via injection and the bg was 580 mg/dl after 30 minutes. Per the reporter, the patient discontinued insulin pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. This complaint is being reported because the patient allegedly experienced hyperglycemia due to an under responsive keypad issue along with use error in that the time/date may have been incorrectly reset after a battery change.